Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/07/2014-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. A review of the pump¿s black box showed no evidence of excessive battery usage. The battery compartment was found to be undamaged and had no evidence of moisture ingress. The battery cap was able to be properly secured to the pump. The pump powers on normally. Electric current draws were found to be within specification. There was no evidence of damage or defect to the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump was hot when the patient woke up from sleep. It was noted there was no damage or trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.